Manufacturer narrative:
Product performance engineering could not determine a definitive root cause for the shaft separation. Evaluation summary: quality assurance analysis revealed that the (sds) was returned with blood and contrast visible on the inflation lumen. The stent implant was stationary on the balloon and between the markers. There was no damage noted to the stent implant. The balloon was tightly folded, but the proximal and distal ends were wrinkled. The soft tip was separated at the distal end of the distal seal. The separated edge was slightly stretched and jagged. The soft tip was not returned. The shaft was separated at the lap joint and the rest of the catheter was not returned. The separated edges were stretched and jagged. The outer member was wrinkled and bunched for a length of 6.6cm proximal to the separation and 2.4cm proximal to the proximal seal. There was no other damage noted to the sds. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that the rx vision shaft broke and only a portion will be returned. There were no reported pt effects. Attempts were made to get additional clarification/info on the incident and the circumstances leading to the separation; however, no additional info has been provided. Qat analysis of the returned portion of the rx vision found that there was blood and contrast present, indicating that the device had been prepared for use and inserted into the body. The stent was stationary on the tightly folded balloon with no damage noted to the stent. The soft tip was separated at the distal end of the distal seal and the separated edge was jagged and stretched. The soft tip was not returned. Also, confirming the reported info, the shaft was separated at the lap joint, and the proximal portion of the catheter was not returned. Again, the separated edges were jagged and stretched which suggests that the separations may be related to tensile overload (material stress/fatigue). Although not reported, jagged and stretched separations indicate that resistance with the guide wire/anatomy/other accessory devices may have been encountered. If the device encounters resistance and is manipulated against resistance, it could lead to a separation of the tip and/or shaft, as was noted here, depending on the source and location of the resistance. It should be noted that the instructions for use (IFU) state: "should any resistance be felt at any item during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components." It was also noted in the analysis that the ends of the balloon were noted to be wrinkled and the outer member of the shaft was wrinkled and bunched. This damage is also consistent with encountering resistance. The lot release testing results were also reviewed and samples met specification, which includes testing for tip pull force and distal shaft tensile, indicating that this incident is not related to a product quality issue; however, in this case, a conclusive root cause for the shaft and tip separations cannot be determined. Review of the manufacturing records found no non-conformities issued for this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has previously caused or contributed to pt injury. Device issue: shaft separation. It was reported that the stent delivery system (sds) was separated and only a 20 cm portion would be returned. No additional event or pt info is available.